Event description:
It was reported by service report that the pt right outer lift tube is cracked and the bearings are worn. It was also reported that the breakaway release bar is bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Head section release bar, lift tube.